Event description:
Patient reported that expiration date, printed on the strip vial, is 10/31/2006. According to the manufacturer's batch record, the correct expiration date for this strip lot is 10/31/2004. No patient injury was reported and no treatment was received. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.